Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019, the patient was in clinic complaint of increased head pain and less relief from boluses starting 2 to 3 weeks ago. The patient requested a pump dosing increase. The pump was reprogrammed on (B)(6) 2019 and on (B)(6) 2019. On (B)(6) 2019 the patient was in clinic with complaints of uncontrolled head pain. A catheter dye study was ordered and completed, on (B)(6) 2019 the patient was in clinic and reported slightly better pain relied with last dose increase, but pain was still not well controlled as they were only getting 15 minutes of relief from boluses. They were waiting on authorization for catheter replacement. On (B)(6) 2019, the catheter was explanted/replaced (previously reported). The outcome of the event resolved without sequelae on (B)(6) 2019 the etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis observed a kink in the catheter body. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 2000 mcg/ml; 664.7 mcg/day, bupivacaine 20 mg/ml; 6.647 mg/day and hydromorphone 5.4 mg/ml; 1.7947 mg/day via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The date of the event was unknown. It was reported that over the last year the patient was not getting relief of her migraines but felt that her arms would go numb. The patient experienced decreased pain relief. Diagnosis was migraine not intractable without status migrainosus. Catheter dye study performed (B)(6) 2019 normal but the catheter was noted to be migrated from cervical one to cervical two. No environmental/external/patient factors may have led or contributed to the issue. On (B)(6) 2019 the existing catheter was removed, and a new catheter was placed at cervical one on (B)(6) 2019. The pump was replaced due to elective replacement indicator. The device was returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. Allergies to latex and vancomycin. Comorbidities were seizure disorder, post-traumatic stress disorder (ptsd), and astrocytoma. The patient¿s weight was (B)(6) pounds. No further complications were reported.